Event description:
Immediately after treatment with cosmoderm the patient observed swelling at the treatment sites. The patient was followed up by the physician who confirmed the swelling and also noted slight erythema at the treatment sites. Oral claritin and medrol dose pack were prescribed.